Event description:
The customer reported approximately one cup of diluent overflowed from the baths of the instrument and onto the counter involving the coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed during the event; patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter customer technical support (cts) advised the customer to turn the instrument off. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leaked at the probe wash of the instrument. The fse did not find any leak at the baths. The fse noted the probe wash was misaligned and the probe fitting was broken. The fse replaced the probe wash and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).